Event description:
The user received questionable calcium results for patient samples from the cobas c501 analyzer serial number (B)(4). The user replaced the calcium reagent cassette with a new reagent cassette of lot number 62802801 and repeated testing on (B)(6) 2010. Of the data provided, the results for 6 patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 8.4, repeat result was 9.4. Patient sample 2 initial result was 9.2, repeat result was 10.0. Patient sample 3 initial result was 9.8, repeat result was 11.1. Patient sample 4 initial result was 8.5, repeat result was 9.4. Patient sample 5 initial result was 9.1, repeat result was 10.1. Patient sample 6 initial result was 8.6, repeat result was 10.4. The initial results were reported outside the laboratory. The results for patient samples 1 and 6 were corrected. The user stated all others were deemed not clinically significant enough to change. The user stated the patients were not affected due to the erroneous results. The user stated they are no longer having issues with calcium results after changing to the new lot number of reagent. The field service representative determined the difference in the calcium results was due to the user switching lots of reagent between the two samplings. He checked the mechanisms and the rinse unit assembly. He adjusted the rinse level on the rinse unit assembly and the rinse water level in the cuvettes. He checked all probe positions and rinse stations, replaced the photometer lamp, ran a photometer lamp check and ran a cell blank exercise. He verified all mechanisms and assemblies were in working order. To verify the analyzer operation, he ran successful calcium calibration, quality control and precision testing.

Event description:
Boston scientific crm received information that during the device interrogation several episodes of ventricular tachycardia were recorded in the arrhythmia logbook with a vp (vs) pattern. The boston scientific sales representative (sr) also noticed that the right ventricular (rv) lead threshold measurement had increased from 0.75v to over 4.0v. Boston scientific technical services advised the sr that these issues were likely related to loss of capture . Due to the high threshold measurements, the sr suggested an x-ray to see if the rv lead had dislodged. Prior to the x-ray being obtained, the patient passed away from other health related issues. It was noted that the patient was already in the hospital for kidney failure at the time of the device interrogation. No additional information is available at this time to the sr or boston scientific

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.